Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the intra-aortic balloon pump (iabp) was on the patient, the staff started experiencing consistent helium loss alarms. As a result, the pump was switched out quickly. The pump was sent to biomed, where the biomed engineer replaced the pump assembly and interface block. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "helium loss alarm" was confirmed by the field service engineer; however, the returned pump assembly and interface block assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that while the intra-aortic balloon pump (iabp) was on the patient, the staff started experiencing consistent helium loss alarms. As a result, the pump was switched out quickly. The pump was sent to biomed, where the biomed engineer replaced the pump assembly and interface block. There was no report of patient complication or serious injury and death.